Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10 corrected: d4 and h4. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: oss poly femoral bushings catalog # 150477 lot # 004280, oss poly lock pin catalog # 150478 lot # 010010, oss tibial poly bearing 18mm catalog # 150413 lot # 358070, oss reinforced yoke catalog # 150493 lot # 430680, oss axle catalog # 150480 lot # 054700, oss non-mod tib plate long 67 catalog # 150420 lot # 632350, oss 7cm seg ellipt femoral lt catalog # 150357 lot # 598880, oss cemented im stem 14x150 catalog # 150368 lot # 183830. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-01651, 0001825034-2020-01652, 0001825034-2020-01653, 0001825034-2020-01654, 0001825034-2020-01655. Product location is unknown.

Event description:
It was reported that the patient underwent an orthopedic salvage procedure. Subsequently, the patient was revised due to unknown reason. Attempt for further information has been made, but no further information has been provided.